Event description:
Physician's nurse called us today to inquire if this device had been returned to us. She stated that this pt had expired due to cancer. Pt's spouse was told by the funeral home staff that this device was not working. It was clarified that they did not mean that therapy had been turned off. The physician has no complaints against the device.